Event description:
It was reported the first time the surgeon put the pump on top of the patient¿s ribs and she had to go back 3 months later to have a brand new pump implanted. The patient could not function with it sticking out of her ribs. At the time of the report the system was being used to deliver dilaudid (hydromorphone), but it was not known what was delivered by the pump at the time of the report.

Manufacturer narrative:
Concomitant medical products : product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).